Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the stall never recovered so it was replaced on 2021-aug-25 and would be returned for analysis.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to gear wheel 3¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) providing medical records. It was reported the patient had initially presented to the emergency room with nausea, vomiting, and dizziness since on (B)(6) 2021. It was noted the patient started to feel sick with nausea, emesis and had multiple non-bloody non biliary emesis episodes. The patient also felt a spinning sensation worse with position, but was present constantly. The patient had no fever, no headache, double vision, or tinnitus. No abdominal pain. The patient had two loose bowel movements. No chest pain or shortness of breath. The patient was admitted to the hospital for further work up on (B)(6) 2021. It was reported the patient would notice a change in her symptoms on or around the last week. She noticed by on (B)(6) 2021, her symptoms were much worse. She had more pain, but also had other symptoms. Per medical records received, the patient had an MRI on (B)(6) 2021. Initially, the patient was worked up for meningitis and had lumbar puncture (lp) given she had a white count, but later after contacting her pain clinic, pain clinic came to assess her pain pump and realized the pump had been malfunctioned and stalled since on (B)(6) 2021 at 4:43pm and the patient was having symptoms of narcotic withdrawal because of that. The lp was done to rule out meningitis and was normal. Hsv of cerebral spinal fluid was also negative. The patient was initially started on acyclovir but was stopped after the results. Her leukocytosis was likely reactive and resolved without any antibiotics appropriately. The patient had no more signs of infection after that. The patient had a challenging and difficult hospital course as she was already in withdrawal sweats. Pain clinic recommended the patient was started on oral pain medication including ms contin and as needed oral morphine, which was gradually and carefully titrated up with the dose of ms contin 90 mg every 8 hours. The patient's pain was somewhat tolerable however, not significantly better as the patient was getting higher doses than that through her pump. The patient's total stay was from on (B)(6) 2021, 13 days. The patient¿s pump was replaced on (B)(6) 2021 due to the pump no longer working/failed narcotic pump. The pain clinic mentioned the patient had gone into withdrawal even after the pump was replaced. The patient would be started at a lower dose and titrated up for a few weeks. The patient was discharged on oral ms contin 90 mg every 8 hours and oral morphine 30 mg every 4 hours as needed with her pain pump replaced but was not restarted in the hospital. The patient had an appointment that following monday to have the pain clinic restart the pain pump and wean off the oral pain medications. It was also reported the patient had decreased mobility related to pain of the malfunctioning implanted pain pump. At the time of the motor stall the patient was receiving intrathecal morphine (25.0 mg/ml, 9.203 mg/day) and bupivacaine (15.0 mg/ml, 5.522 mg/day). Please see the patient's discharge summary which includes the patient's concomitant medications. The patient's medical history included peripheral neuropathy, post laminectomy syndrome status post morphine pump and nerve stimulator placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (con) regarding an external device and an implantable infusion pump. It was mentioned that patient was scheduled to have the pump replaced the 1st week of (B)(6) 2021 but the pump stopped working. It was reported that it took patient 4 days to go to the hospital and they thought patient was having a heart attack because her enzymes were so high because she was under a lot of stress going through withdrawal. It was mentioned that the medication in the pump was morphine and bupivacaine with unknown dose or concentration .

Event description:
Additional information received from a consumer reported the pump stopped dispensing morphine on or about (B)(6) 2021, however, no alarm every alerted the patient that the pump had stopped. Therefore, the patient went into severe withdrawal and was hospitalized on multiple occasions from (B)(6) of 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient had a motor stall on (B)(6) 2021. The rep denies electromagnetic interaction (emi) or magnetic interaction i.e MRI. Discussed minimum rate mode programming, pump replacement, and sending the pump back to medtronic for analysis. No symptoms/patient complications were reported.